Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with a mentor memorygel xtra breast implant 350cc gel breast prosthesis developed pain in her right breast post implantation. As a result, the patient underwent explantation and replacement with an unspecified breast prosthesis on an unspecified date. During explant surgery, it was noticed that the removed breast prosthesis appeared discolored and cloudy internally.

Manufacturer narrative:
On 04-dec-2023, mentor received additional information about the event: the event date is 10-nov-2023. The explantation date is (B)(6) 2023. The implantation date is (B)(6) 2021. The patient age at the time of event is 41 years old. The patient¿s race is white and ethnicity is not hispanic/latino. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-dec-2023, the mentor failure analysis lab received the device for evaluation. On 02-jan-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient presented with pain in her right breast. Additionally, it was noticed that the removed breast prosthesis appeared discolored and cloudy internally. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant appears yellowish. In addition, a bubble was found in the gel, measuring approximately 2.5 cm x 2 cm. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Bubbles in the gel can be originated with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. H6 investigation findings c22: cosmetic defect manufacturer¿s reference number: (B)(4).